Manufacturer narrative:
The ge rep conducted an onsite investigation. The diaphragm was replaced. The system was tested and operates as intended. This malfunction may have resulted in an accidental radiation occurrence.

Event description:
The customer reported that the diaphragm of the connector was too big on the 9900 system. No pt injury was reported.